Event description:
It was reported that during a distal radius procedure, the surgeon was using the reduction wire to compress the plate to the bone, both distal and proximal portions. The distal wire passed without event, but the proximal wire snapped off at the level of the reduction ball, leaving the pointed tip and ball in the bone. The surgeon used pliers to back the wire and ball out of the bone. All pieces were retrieved, nothing remained in the bone. The surgeon was able to complete the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).